Manufacturer narrative:
The device was returned for evaluation. Visual examination confirms rod breakage. Fracture surface damage noted on both evaluated surfaces. Visual and optical examination of the rod surfaces near the area of fracture surface crack origination notes witness marks consistent with set screw and mas head interface. Fracture surface analysis suggests a multi-modal failure, with an initial fairly flat fracture surface with some evidence of progressive striations, subsequently followed by overload as evidenced by increased material disruption and river lines. Dimensional analysis confirms rod diameter conforms to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent spinal surgery from t11 to l4 for burst fracture at l1. Sometime post-op, x-rays demonstrated non-union and bilateral rod breakage. The rods were explanted almost twenty two months after implant. No further details were provided.